Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via webform entry that the insulin pump had damage on reservoir lip ring. Customer's blood glucose value was unknown. Customer stated that they are not sure if reservoir was still able to lock in place. The device will not be returned for analysis.